Event description:
A surgeon reported two pts, one bilaterally implanted, with unexpected postoperative refractions following intraocular lens (iol) implant procedures. For this pt, it was noted the lens had rotated off axis. Add'l info has been requested. There are three medical device reports associated with this event. This report is for the first pt, left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 12/13/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).